Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found twenty with the retractor inactive in unused condition. One sample has the retractor inactive in unused condition with the skin adhesive stuck to the white cap and one with a broken cannula. During functional testing, the twenty samples that were unused were placed on the insertion pad. The samples adhered correctly and the cannula was not removed from the site. During a review of the manufacturing process, the inserter assembly operation was audited and it was performed by the production personnel according to the manufacturing procedures. Training records were reviewed and the operators were trained on the operation that was performed. Maintenance records from the site threader machine was reviewed and no anomalies were detected. The retractor assemblies are one hundred percent visually inspected by the production personnel to assure that the needle is properly threaded. Quality control performs an in process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a part of the cannula remained stuck in the skin of the patient during the removal of the set. The set was installed for less than 24 hours. No medical or surgical intervention was reported.